Event description:
Customer reported a malfunction with pump, identified by code malf 3. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, and the customer opted to use multiple daily injections as a backup therapy. Instructions were provided for returning the malfunctioning pump, which the customer acknowledged and understood.